Event description:
In 2009, the patient reported that she received an e4 (occlusion) error on her infusion device when she woke up this morning and her blood glucose was elevated to 430 mg/dl. She stated that she attempted to prime the infusion tubing but she was unable to do so. She changed the infusion tubing and primed without error. She reconnected to the infusion site and bolused 3 units of insulin and her blood glucose decreased. She stated that she moves her infusion site every 24 hours, but she reuses infusion set headsets. She was advised against reusing product. Her insulin cartridge and infusion tubing had been in use for 8 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.